Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working from the hand pendant. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable not fully connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected communication cable to resolve the issue. Based on this information, no further action is required.